Event description:
Procedure: lap chole. According to the reporter: during use, a black foreign material fell into patient cavity. It looked like a piece of the shaft. The piece could be retrieved. No additional bleeding. No tissue damage. Operating room time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.